Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the bearings. Additionally, scoring damage was also found on the bearings, indicating unintentional contact between internal components. Displaced components and the presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that the drill attachment heated up. It is unknown if there was any patient involvement associated with this event, but no injuries or adverse consequences were reported. The user facility was unable to provide any additional information.